Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Reportedly, the physician had not removed the guide wire prior to deploying the device. It should be noted that the electronic proglide instructions for use, states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line. It appears that the IFU violation contributed to the reported difficulty. The reported difficulty appears to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after an ablation interventional procedure using a 7f sheath. Reportedly, the guide wire was left in, then the plunger was depressed and when removed, no suture was present. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.